Manufacturer narrative:
Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had inadvertently delivered 20 units of insulin instead of requesting a bolus for 20 grams of carbohydrates. The customer's blood glucose (bg) level was 60 mg/dl and soda was consumed to elevate the bg to 148 mg/dl. Tandem technical support reviewed the pump's bolus confirmation steps with the contact. The contact acknowledged the information and had no further questions.